Event description:
The head tensioner can not pull and give any tension. Cable did not pass tensioner's bore. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. Investigation showed that the complained device had holding mechanisms that were no longer functional as intended. The performance of the inside clamping mechanism was reduced. Sufficient enough cleaning was not possible and potentially was the main source of the malfunction. Sticky residues inside the mechanism possibly lead to improper gripping of the clamping jaws.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)